Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No button error alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 158 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer was also advised to use back-up plan. The insulin pump will be replaced and will be returned for analysis.